Event description:
It was reported that a patient presented to clinic for follow up. The right ventricle (rv) lead exhibited noise over sensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.